Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
The manufacturer became aware of an ongoing study from (B)(6). The title of this study is ¿a retrospective data collection of the treatment of humeral fractures with the t2 proximal humeral nailing system (phn)¿ and is associated with the t2¿ humeral nailing system. During the data collection for the study device related adverse events were reported. It was not possible to ascertain specific device catalog, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the report, therefore 3 complaints were initiated retrospectively for reported adverse events. This product inquiry addresses irritation due to proximal screws. Reported adverse event: ¿a (B)(6) year old caucasian male (#31) felt irritation due to proximal screws 98 days after surgery. Two screws were removed, the fracture was not yet consolidated, follow-up is not available.¿